Event description:
Per the clinic, the patient experienced a decline in performance with the device following head trauma. Reprogramming, hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The device was subsequently explanted on (B)(6) 2025 and the patient was reimplanted with another device during the same surgery.